Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a tiny green piece of plastic from the stapler sureform 60 reload came off into the patient. The piece was retrieved with a backup instrument. The surgeon was stapling when the piece was noted. The instrument did not collide with another instrument or hard material during the case. The wrist of the instrument was straightened upon removal. There were no photos or video recordings available for review. The reload is available for return. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon only saw one fragment, he retrieved it, matched it up to where it cracked off, and determined it was all there. There was no additional surgical procedure required to remove the instruments. It was unknown what the surgeon believed was the cause of the fragment falling into the patient. The stapler reload was used for less than a minute. The reload was not inspected prior to use. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or hard material. The instrument was removed after the green reload was used and a blue reload was inserted into the abdomen and that's when the customer noticed the green fragment. Upon removal, the wrist of the instrument was straightened. The staff did not feel any resistance upon the removal of the instrument or noticed any damage on the instrument or any other damages. The stapler instrument is not available for return, but the reload will be returned. The patient did not return to the hospital due to post-surgical complications. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler sureform 60 reload accessory involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. A visual inspection of the reload found no physical damage to the top or bottom of the cartridge. The cover was removed, and no damage with found to any pushers or staples. All the pushers deployed and all the staples were fully formed. The blade was at the distal end and was not exposed. The blade was removed and inspected, with damage found. The center of the cartridge was also inspected and no gouges or missing pieces were observed. There was no problem detected. No image or video clip for the reported event was submitted for review. Instrument log review of the product related to the complaint cannot be performed at this time because logs do not exist for accessories. This complaint is being reported due to the following conclusion: it was alleged that the stapler sureform 60 reload accessory broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".